Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A mother of customer (child) reported a low reading issue with the freestyle libre sensor. The mother reported a scan of 53 mg/dl compared to a built-in reader result of 144 mg/dl. However, the mother treated the customer with a glucagon injection. The customer the began to experience symptoms of headache, nausea, and stomach pain, and was taken to hospital. A healthcare meter reading of 500 mg/dl was reported, and the customer was reportedly diagnosed with diabetic ketoacidosis. The customer's insulin pump was adjusted (mother did not know dosage given), and customer was given acetaminophen and anti-acid. There was no report of death or permanent injury associated with this event.